Event description:
It was reported that there was difficulty filling or aspirating the reservoir. It was clarified that the issue was that the healthcare provider (hcp) was not able to aspirate 37ml of water out of the pump. He was only able to aspirate 33ml. The reporter felt that this was an issue. The pump was implanted on the day prior to the report, at around 18:00. The patient was a new pump patient. The reporter was concerned that the morphine that was put into the pump might have been diluted. The reporter and the hcp saw bubbles at the end of removing water from the pump. They did not attempt to fill the capacity prior to putting drug in the pump.

Manufacturer narrative:
Product ID 8780, serial# (B)(4); product type catheter. (B)(4).